Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. During troubleshooting with tandem technical support (tts), it was found that the customer as not completing the cartridge air removal step prior to fill the cartridge. Tts educated customer on prior load procedures. The customer either continued using the existing cartridge for insulin therapy or reloaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.